Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed. Method & results. -product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: inspected system for problems. Cleaned smudges off of camera lenses. Noticed that j2 stops were moderately out-of-alignment. Adjusted stops back to 10/32 degrees. Performed a full kin-cal on robotic arm after all adjustments were made. No other issues found. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob717 was inspected on 12 april 2018 and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob717 shows 1 similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode was not confirmed through onsite inspection performed by a field service engineer. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data are needed to complete the investigation for determining root cause. Pm service completed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported inaccurate cuts. Update 12/02/2020: 1. Which cuts were inaccurate? Distal, anterior chamfer. 2. How was the cut inaccurate (proud, deep, etc)? Deep. 3. Estimated discrepancy: 3-4mm. 4. If case type was tka, was the planar probe used? No. 5. 5 min surgical delay.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported inaccurate cuts. Update 12/02/2020: 1. Which cuts were inaccurate? Distal, anterior chamfer 2. How was the cut inaccurate (proud, deep, etc)? Deep 3. Estimated discrepancy: 3-4mm 4. If case type was tka, was the planar probe used? No 5. 5 min surgical delay